Event description:
A patient service representative contacted zoll customer support to report that during a fitting for a (B)(6), female, patient, the device produced a code 107, 108, and abnormally shutdown. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem code (code 107, code 108) has been confirmed. The cause of the code 107 was a discharge backup battery. The root cause for the discharged backup battery was unable to be positively determined. The cause of the code 108 was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.